Manufacturer narrative:
(B)(4). Attempts have been made to gather product ID information and no further info is available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tip of the 2-prong inserter/impactor broke during surgery. The surgery was completed with a secondary impaction head. It was reported to have been used many times before without issue. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.